Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was explanted with an unspecified issue. Additional information was received stating the patient had refractive lens exchange (rle) for the left eye (os). The patient needed iol rotation and experienced glare and a dark area on the periphery, also noticing a difference between the left eye and the right eye after surgery in the right eye. The patient tried a contact lens trial but still had shadows os. In the surgeon's opinion, the product had caused or contributed to the event. The iol was exchanged for a different model and different diopter of the same company lens 1 month and 13 days after the initial implant procedure. There was no further impact to the patient, and the patient's issues were resolved.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Both halves are adhered to each other by solution. No other damage is observed. A power and resolution inspection could not be conducted due to extensive damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Lens damage was observed. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (1.50), 22.5 diopter (add power +2.17/+3.25) lens was replaced with a company, 23.0 diopter (add power +2.17/+3.25) lens. Due to the exchange of a multifocal toric lens to a multifocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).